Manufacturer narrative:
(B)(4).

Event description:
It was reported that am error icon "hwbbt" occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a defective usb connector. A receiver charge and boot test was performed and failed. The receiver data log was not downloaded for review because the receiver could not communicate with pc. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display is undetermined. A probable cause could not be determined. No injury or medical intervention was reported.